Event description:
It was reported that the 9600 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The tech processor and sram were replaced during the service call. The customer canceled the service call. A follow up report will be filed when add'l details become available.